Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided and reviewed. The photo shows the partial view of a clinician holding the drainage catheter in which the hub was noted to be cracked longitudinally. The investigation is confirmed for the reported drainage catheter connector fracture and fluid leak issues. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided percutaneous transhepatic cholangial drainage (ptcd) procedure using the navarre universal drainage catheter. It was reported that after completion of the procedure, a crack developed in the white connector of the drainage tubing, resulting in a leak. This occurred while connecting the drainage bag in preparation for drainage. As a result, the affected drainage catheter was replaced with a new drainage catheter to complete the procedure. There was no reported patient injury.